Event description:
The user facility reports the instrument was defective and was stuck in the open position and would not close. This is the fourth incident with this type of instrument. No pt injury was reported but it is unk if intervention was required. Additional info has been requested.